Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recently stored a treated episode that the physician suspected was inappropriately delivered for supraventricular tachycardia (svt). The patient had received one burst of anti-tachycardia pacing and one 41 joule shock. Boston scientific technical services (ts) was contacted for review, and while ts was unable to determine the origin of the arrhythmia, it was confirmed that the fast rate met the detection and delivery criteria of this device and the shock converted the rhythm. Potential reprogramming options were discussed, and it was recommended to acquire a new sensing template. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.